Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the reported failure of the cannula to deploy or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that on (B)(6), his blood glucose result was 176 mg/dl at 11:11 pm. He gave himself a .5u bolus. He activated a new pod at 11:19 pm. On (B)(6), his result was 407 mg/dl at 6:40 am. He deactivated and disposed of the pod at 6:43 am. He said the adhesive was secure, but when he removed the pod, he noticed that the cannula did not deploy out of the pod.